Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented to the hospital, device was found to be backup vvi. Device download was performed and device was restored to normal function. The patient will be followed normally.